Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is retrieving further information from the healthcare facility, and will submit follow-up report upon receipt of new, relevant details.

Event description:
The manufacturer was notified of an intraoperative explant involving a perceval plus valve through device tracking. Reportedly, a perceval plus valve pvf-xl was implanted and explanted intra-operatively on (B)(6) 2026. No further information has been received from the site at this time about any device dysfunction or patient injury.